Manufacturer narrative:
(B)(4). The patient reported the diagnosis date of the hernia was unknown and it was also reported unknown if the patient was hospitalized for the event. At the time of this report the patient remained on pd solutions and the recovery status of this event was reported as unknown. The device was returned to baxter healthcare for evaluation. As the device was not linked to the reported hernia until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. However, a review of the device logs revealed no system errors, anomalies or hardware device failures. One instance of increased intraperitoneal volume (iipv) was recorded on the logs (occurrence date (B)(6) 2015 / cycle 5) which has previously been reported in manufacturer report number 1416980-2015-41009. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced two inguinal hernias. The left inguinal hernia was diagnosed approximately five to six months prior to the receipt of this report and the right inguinal hernia was diagnosed approximately three months prior to the receipt of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced two inguinal (one left sided and one right sided) hernias coincident with automated peritoneal dialysis therapy. The hernias occurred after beginning automated peritoneal dialysis therapy. The cause of the hernias was reported to possibly be due to constipation or heavy lifting, but as these were given as potential causes, the cause is assessed as unknown. The hernias were not worsened with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. One day prior to the receipt of this report, the patient underwent hernia repair surgical procedure for the hernias and dianeal therapy was discontinued. At the time of this report, the patient was on hemodialysis therapy, but has an appointment for three weeks following the receipt of this report to evaluate for return to peritoneal dialysis therapy. It was reported that the patient was "feeling better", but it was not verified if the patient was recovering or was recovered from the event. No additional information is available.